Event description:
It was reported that customer experienced situation where pump only worked while plugged into charger, requiring customer to remain in room with pump connected to power for it to function. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.